Event description:
The lay user / patient contacted lifescan (lfs) affiliate on january 27, 2007, alleging high readings on her one touch ultra meter. A medical affairs specialist (mas) sent follow up questions and obtained the following information: in the night prior to 7:00 pm, the patient tested her blood glucose and obtained a 119 mg/dl. She took her 12 units of insulatar insulin (set amount), ate dinner; however, does not recall what she ate or how much she ate of her dinner. At 7:05 am, the patient woke up with symptoms of dizziness. She tested her blood glucose and obtained a 103 mg/dl. She contacted ems due to her symptoms and while waiting for ems she ate some butter cookies and her symptoms got worse; however, she did not experience any other symptoms other than dizziness. When the paramedics arrived she was retested using her own meter and obtained a 151 mg/dl. Paramedics did not test the patient using their meter and the patient was taken to the ER. Patient was tested on the hospital's device; however, results were not provided. She was given breakfast, which consisted of sugar free tea, bread and butter. The patient was admitted in the hospital till 5 days later, since the physician prescribed her a diabetes regimen in the evening (18 units of lentus). Her physician advised her that because of her age, she should not have readings below 180 mg/dl. He claimed that if she goes below 180 mg/dl she would start to experience symptoms of hypoglycemia. Patient did not know the diagnosis in the hospital. It was documented that the patient ignores her "hematocrit rate." The patient did not experience any symptoms prior to the event based on the meter reading in the memory of the meter. The technique of applying blood on the test strip was correct. A quality control test was done and the test strips passed using the control solution. Although the physician advised her that if she goes below 180 mg/dl she would start to experience symptoms of hypoglycemia, this complaint is being reported because her symptoms of dizziness did not correlate with her meter reading of 103 mg/dl.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.